Manufacturer narrative:
Universal surgical manipulator (usm) was tested on an in-house system in normal mode where it confirmed and replicated error 319. Usm was tested on a pftp where it failed fiber test on the rolling loop. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error came back. The rolling loop fiber assembly will be replaced as a fix to the reported problem. Additional information was received from the initial reporter on 16-jun-2023. The surgeon used the robotic ports to continue with the laparoscopic procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 25730, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 319 during start up and replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding usm error issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the universal surgical manipulator (usm) 3 was disabled due to error 25730 observed in logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to power cycle system to re-enable the usm. The tse walked the customer through power cycling including emergency power off (epo) of patient side cart (psc) and error did persist. The surgeon opted to swap patient side cart (psc) with another system as four usms were needed for this case. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it did initially power on without errors. About half of the procedure was performed prior to the reported issue. Troubleshooting with the initial psc was performed with the help of technical support. After the issue persisted, the customer brought the psc from the other room to be swapped out. The procedure was robotically completed. The procedure converted to laparoscopy when the customer brought the psc over. The procedure went back to robotic once the psc was draped and docked. No injury to the patient during the temporary conversion.